Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03801. It was reported the patient has not used her scs system in months due to ineffective stimulation. It was also reported the patient has not charged in a "long time" due to experiencing difficulty reaching her scs ipg. It was initially thought the scs ipg might be inoperable; however, a sjm representative was able to establish communication using the patient programmer. Moreover, the programmer displayed low battery and stim off messages. Furthermore, the patient stated her scs ipg is causing her discomfort at the scs ipg pocket site. The patient is to decide whether or not she would like to proceed with surgical intervention to address the issues.